Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess) procedure. It was reported that while in navigation, the straight suction probe would not navigate. The representative noted the surgeon had no difficulty verifying the instrument however when entered into the field the navigation windows would not follow the probe. In the navigation window, the representative was able to see the instrument moving, but the probe was red and exceeded the maximum geometry. The probe was used in navigation. There was a reported delay of a couple of minutes. There was no reported impact to patient outcome. After a few minutes the straight suction would not navigate, it began navigating normally.